Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Upn- search corrected from h7493927608250 - nc emerge mr, ous 2.50mm x 8mm - 39276-0825 to h7493927608200 - nc emerge mr, ous 2.00mm x 8mm - 39276-0820. Upn corrected from h7493927608250 to h7493927608200. Catalog/model # corrected from 39276-0825 to 39276-0820. Device expiration date corrected from 06/28/2019 to 09/30/2018. Device manufactured date corrected from 06/28/2017 to 09/19/2016. Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a 2mm circumferential tear at the distal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).